Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced a stoma site redness and inflammation. On (B)(6) 2021, the patient visited a physician who diagnosed cellulitis and the prescribed a 10 day course of oral penicillin. The stoma site cellulitis was improving via visual skin markers. On (B)(6) 2021, the tubing was removed and replaced at a new stoma site due to the patient experiencing recurrent stoma site infections.